Manufacturer narrative:
This report is submitted on september 22, 2021.

Event description:
Per the clinic, the patient experienced an infection around abutment site. The patient underwent abutment removal procedure on (B)(6) 2021.